Event description:
Leakage of the product was reported. Additional info was requested and on (B)(6) 2014, the following was provided by the customer. A (B)(6) year old female pt underwent liver surgery. The leakage issue was discovered before the procedure. However, the pt was already anesthetized when the issue occurred. There was no pt injury. There was no surgical delay. The resection of the tumour was performed well with another handpiece. Surgery was completed. Additional info has been requested regarding the circumstances surrounding the leakage. To date, no new info has been received on this request.

Manufacturer narrative:
Integra has completed their internal investigation on 11/04/2014. The investigation included: methods: eval of actual device, review of device history records. Results: eval of complaint related device: the transducer was found to be twisted in the handpiece housing by connecting the tip. This fault/damage is consistent with incorrect or non-utilisation of the torque base. A device history record (DHR) review was undertaken of works order number (B)(4) and the associated test record for (B)(4) to identify any recorded anomalies that could be associated to the issues surrounding the complaint. The mfg paperwork shows that the test release paperwork was completed fully and the documentation shows that the device was produced in feb 1999. Conclusion: the failure is related to the incorrect use of the torque base and torque wrench (as supplied) by the customer, which has resulted in the transducer being damaged. Integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.